Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after entering a meal announcement while using the ilet device, with a low glucose alert of 55 mg/dl and subsequent recovery following ingestion of three 4 g glucose tablets, and the blood glucose questionnaire was obtained. Symptoms included hypoglycemia with low blood glucose. Outcomes included resolution of the event with oral glucose and return to an in-range value of 112 mg/dl, with no hospitalization. Investigation included customer interview, troubleshooting guidance, and education regarding device use and processes, including the need for provider authorization prior to a factory reset. Investigation of this case revealed no device malfunction reported or observed, and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.